Event description:
A malfunction alarm was reported with the code "malf 9," but no notable events occurred prior to the issue, and there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue happened again, to which the customer agreed.